Event description:
This is the first of two issues reported with this pt. It was reported that following anterior, posterior, and tot repair procedures in late 2007, the pt experienced pain on her left buttock, a foul discharge, and difficulty sitting. Upon examination of the posterior graft, the doctor observed infection and an abscess. In 2008, the doctor observed that the blue line of the graft was exposed. The doctor removed the graft and left the leg portions of the graft in the pt. The pt was described as doing fine following the removal of the implant.

Manufacturer narrative:
The lot number is unk, therefore, no review of the device history record could be performed. The instructions for use states that infection is a well known potential complication of this type of procedure. The instructions for use which accompanies each device states in the section labeled adverse reactions that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The prod is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes.